Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the nebulizer stopped running during therapy. It was also mentioned that the device was about 3 years old. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
UDI related data quality updates only. The manufacturer previously reported an allegation philips device that the nebulizer stopped running during therapy. It was also mentioned that the device was about 3 years old. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report the manufacturer updated/corrected section d1(brand name), d2b (product code), d3 (manufacturer name, city, and state, company name), d4 (model number, lot number, catalog number, expiration date, serial number, unique device identifier), g4- PMA/510(k) number, g4 (combination product), h4 (device manufacture date) and h5 (labeled for single use?).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the nebulizer stopped running during therapy. It was also mentioned that the device was about 3 years old. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.